Manufacturer narrative:
Updated sections h6- type of investigation, findings, and conclusions. The device was not returned for evaluation as it was discarded. The complaints for torn sheath distal tip and resistance between system components leading to difficulty advancing through the sheath were confirmed based on provided imagery. However, no manufacturing non-conformance was identified. Review of the device history record and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of instructions for use/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. Imagery review confirmed presence of distal tip-tear radially, along the distal edge of the liner. This failure mode is characteristic of sheath tip tear events as described in a product risk assessment. While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the experienced delivery system advancement resistance at the sheath distal tip and the distal tip tear. As such, the failure mode may be related to improper expansion of the sheath tip during thv advancement. However, a definitive root cause is unable to be determined. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure modes is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in australia, this was a case with a 23mm sapien 3 ultra valve, in aortic position by transfemoral approach. During the procedure, there was resistance while advancing the commander delivery system through the sheath, and the sheath did not expand at the tip area. The valve was well implanted. There was no difficulty during device withdrawal from the patient since it was removed as usual. After removing the esheath from the patient, it was noticed that the tip of esheath was damaged. There was no harm to the patient. The patient was alive at end of procedure. As per image provided, a sheath distal tip torn was observed.